Event description:
A medtronic representative reported that during a cranial resection procedure, the navigation system became unresponsive and would not continue navigation. A site representative rebooted the navigation system and reentered the software to continue. The surgeon completed the procedure with the use of the navigation system. There was an approximate delay of 5 minutes. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from the site. On (B)(4) 2015, a medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue. No further issues reported.